Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report air embolism and cardiac arrest requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 2-3. It was noted that the transseptal puncture was suboptimal due to the patient's septum anatomy. However, the steerable guide catheter (sgc) was inserted and the clip delivery system (cds) was advanced in the patient. Upon deflecting the first clip xtw (21017r1003) towards the valve in the left atrium the patient experienced a transient right ventricle dysfunction. The clip was removed from the patient and a short CPR session was done along with administration of IV adrenaline. An air embolism was suspected as the cause of the event. After the patient was stabilized, a replacement xtw clip was successfully implanted, reducing the mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. The cardiac arrest (transient right ventricle dysfunction) appears to be a cascading effect of the air embolism. Air embolism and cardiac arrest are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention and medication required were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.